Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated 2 hour and 15 minute 8500 ml treatment post accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal visual inspection there were visual indications of dried fluid found underneath the pump assembly and within the hp2 filter. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the pump module area of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The nurse was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient reported swelling in the legs and feet after performing manual peritoneal dialysis therapy. The date of onset is unknown. Additionally the pdrn reported the swelling was caused by patient completing therapy manually in the absence of the cycler and date of onset is unknown. The patient¿s prescription was increased to 2.5 percent in response to the swelling. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: b.5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the pump module area of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The nurse was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient reported swelling in the legs and feet after performing manual peritoneal dialysis therapy. The date of onset is unknown. Additionally the pdrn reported the swelling was caused by patient completing therapy manually in the absence of the cycler and date of onset is unknown. The patient¿s prescription was increased to 2.5 percent in response to the swelling. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the pump module area of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The nurse was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy. If needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient reported swelling in the legs and feet after performing manual peritoneal dialysis therapy. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.